Manufacturer narrative:
An intuitive surgical, inc. (Isi) has requested the sureform 60 stapler instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. Verification of the event details via system logs cannot be performed at this time because there is insufficient instrument sequence number information. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the sureform 60 stapler instrument moved with unintuitive motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler black sheath was becoming wrinkled throughout the procedure and was getting stuck in the port. The instrument was acting non intuitive (it would move the opposite direction in which the surgeon was trying to move it). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.